Event description:
It was reported that the user experienced a low glucose, treated with multiple carbohydrates including six glucose tablets, ovaltine twice, milk, and additional food, then noted a cgm value still reading low compared to a fingerstick, performed calibrations, and subsequently reported a high glucose reaching 400 on the ilet system while using an inset infusion set at the abdomen with a dexcom g7; the event was attributed to improper treatment of hypoglycemia and incorrect procedure rather than a device component issue. Symptoms included irritability associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.